Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/02/2023. An investigation was conducted on 06/06/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the harvesting device. No visual defects were observed on the intact cannula or the intact c-ring. The btt was observed to be intact with no visual defects observed. A mechanical evaluation was conducted. The btt was inflated with no visual defects observed. The scope wash tube and the insufflation tube was observed to be intact. The tubing was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "connection problem" was not confirmed. The lot # 3000289927 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
The initial medical device report aware date will reflect (B)(6) 2023, as a second complaint (tw (B)(4)) associated with this MDR has been created to capture a second defective device. However, the information for the second defective was submitted alongside the primary defective defect in the initial MDR for complaint tw (B)(4). The initial MDR {mfg report # 2242352-2023-00322} for complaint tw (B)(4) was submitted on april 26, 2023, after the aware date of (B)(6) 2023, and therefore was reported within the 30- day requirement. Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). Summary: the hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemporo vh-3500 connection for the distal co2 port also would not hold the tubing. There was a delay in the time it took to open a new kit. No patient injury was reported.